Manufacturer narrative:
The customer did not request service. No samples were returned for evaluation. The root cause cannot be determined in this investigation. (B) (4) (B) (4).

Event description:
Adverse event: retinal detachment. Malfunction: system shut down; infusion stopped; system rebooted during surgery. The nurse reported a system message displayed during the fragmentation procedure. The surgeon had to plug the eye and restart the system to continue with the case. Additional information from the surgeon noted the system shut down as a result of the system messages. The infusion stopped and the patient suffered a retinal detachment. The surgeon declined to give any further information.